Event description:
The customer reported the device failed to boot up.

Manufacturer narrative:
(B)(4). The customer reported the device failed to boot up. The device was evaluated at philips and the symptom was verified. The processor pca was replaced to resolve the reported issue.